Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive while trying to clear a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.